Event description:
Spontaneous case was reported by an other and describes the occurrence of uterine perforation ("perforated into abdominal cavity (one of the two)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of uterine perforation ("perforated into abdominal cavity (one of the two)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.